Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device's defective power supply unit (psu) was due to a defective power cord. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a defective power supply unit (psu). There was no patient injury reported as a result of this incident.